Event description:
Customer reported receiving sensor glucose readings and blood glucose readings that are far off from one another. Customer stated that there are times where sensor glucose level will be low, but blood glucose level will read within normal range. Blood glucose level at the time of contact was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.